Manufacturer narrative:
It was reported by the hospital contact that the enterprise stent (enf452212/10426869) was stuck in the microcatheter (details unknown). So, the surgeon removed the stent and then used new one (details unknown). The product will be returned for analysis. The stent was found deployed during analysis. A non-sterile enterprise 4.5mm dia 22mm lgth was received coiled inside of a plastic bag. The stent was found deployed. The delivery wire was received coiled no damages were noted on it. The introducer tube was not returned for evaluation. The received stent was inspected under microscope and no damages were noted on it. No damages were noted on the delivery wire. The functional analysis could not be performed due the stent was received deployed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported failure by the customer ¿delivery wire / impeded with no loss of cerebral target position¿ was not confirmed since the product could not be properly evaluated due to the involved stent was received deployed. The cause of the event experienced by the customer could not conclusively determine. However, procedural / handling factors might have contributed to that issue. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: microcatheter (details unknown), new stent (details unknown).

Event description:
It was reported by the hospital contact that the enterprise stent (enf452212/10426869) was stuck in the microcatheter (details unknown). So, the surgeon removed the stent and then used new one (details unknown). The product will be returned for analysis. The stent was found deployed during analysis.